Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.027.038s lot: 3l77073 manufacturing site: (B)(4). Release to warehouse date: 08. March 2019. Expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a procedure on a femur fracture, a pfna blade perf l115 tan would not lock. The surgeon used a new blade to complete the procedure. There was a surgical delay of ten (10) minutes. The operation was completed successfully. There was no patient consequence. This complaint involves one device. This report is for one (1) pfna blade perf l115 tan. This is report 1 of 1 for (B)(4).